Event description:
A surgeon reported a pt with unexpected postoperative outcomes following bilateral intraocular lens (iol) implant surgeries. Additional info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account to properly complete an investigation. Additional info was requested by phone, fax, and mail on (B)(6) 2012. A completed questionnaire was not received. (B)(4).